Event description:
It was reported that the right atrial (ra) lead had chronically elevated threshold. Due to patient anatomy and a difficult scar the ra lead was unable to be removed. During the attempted lead extraction the left ventricular (lv) lead was damaged. The ra lead was capped and replaced and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the partial lead was returned in segments and no anomalies were found. However, the proximal conductor was stretched. The outer insulation had cosmetic environmental stress cracking and a cosmetic depression. There was apparent explant damage.